Event description:
It was reported that, during an acl reconstruction, when the graft was raised with the white suture, the system (plate) did not block. The graft was removed with the system and it was noticed that the plate was reduced before adjusting to the cortex. Another attempt was made but it was unsuccessful. Then, it was passed an endobutton 25 in order to raise the graft and this blocked without complications. The procedure was completed without any complications. The surgery was delayed more than half an hour. The patient was not stated to be injured.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during an acl reconstruction, when the graft was raised with the white suture, the system (plate) did not block. The graft was removed with the system and it was noticed that the plate was reduced before adjusting to the cortex. Another attempt was made but it was unsuccessful. Then, it was passed an endobutton 25 in order to raise the graft and this blocked without complications.¿ customer¿s complaint was not confirmed. Visual inspection shows a device returned complete with sutures and button. The device is intended for single use and functional test is not possible. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect use of device. (2) incorrect tunnel preparation. (3) incorrect flipping or reduction. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: - use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. -completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.